Event description:
In 2007, it was reported to boston scientific corporation that a replacement procedure of a percuflex stent on a female was performed (weight unknown). According to the complainant, approximately 10 cm of the stent was broken and remains inside the patient. On the following month, the physician attempted to remove the percuflex stent piece with a retrieval basket (manufacturer unknown) and was unsuccessful. Reportedly, another attempt to retrieve the percuflex stent will be performed "before the end of the year. The patient's condition is stable and no need to (attempt) the procedure urgently."

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the manufacture date of the device is unknown. The device remains implanted. An evaluation cannot be performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. The lot number is unknown, therefore a ship history was completed revealing three possible lots for the device: (9526506, 9525809, and 9510098). A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints were conducted; no additional complaints have been recorded for these lots. The september 2007 15-month percuflex plus w/wire set product family complaint trend report, inclusive of all failure modes was reviewed and no unfavorable trend was noted.